Event description:
(B)(4). (B)(4) initiated a field corrective action to provide an addendum to the instructions for use regarding the proper method to advance an aspiration needle through pentax endoscopes. (B)(4) notified FDA of the action on june 6, 2014. FDA assigned the action recall number z-2116-2014. (B)(4) completed the action and requested FDA to close the action on march 2, 2015. Since no further information has been received for this event, (B)(4) considers this medwatch report closed.

Manufacturer narrative:
The user facility returned the endoscope for repair, the needle was not returned, and the user did not identify the MFR of the needle used in the procedure. The endoscope was evaluated and no failures were detected in the path the needle takes when inserted through the endoscope. If the user fails to properly position the elevator while advancing the aspiration needle through the endoscope, then the needle can get derailed from the elevator. As consequence, the needle could get out of sight of the investigator/user in the endoscopic or sonographic field of view. This might lead to an injury of the pt such as a perforation of the gastrointestinal tract. Pentax will initiate a field safety corrective action to provide an addendum to the instructions for use which clarifies the method for advancing an ultrasound biopsy needle in the pentax ultrasound gastroscope, eg-3830ut.

Event description:
On (B)(6) 2013 pentax (B)(4) rec'd the endoscope at their workshop for a repair. In the accompanying documentation the user mentioned that he observed that aspiration needles that are used in combination with the pentax ultrasound endoscope can get derailed from the elevator at the distal end of the endoscope. He did not submit any info with regards to any concrete incident. The user also did not provide any info that would have alerted the employees at pentax (B)(4) of a potential risk to health. Apparently this has caused that pentax (B)(4) forwarded this info on (B)(6) 2014 to pentax (B)(4). As consequence this report is being submitted with significant delay.